Event description:
It was reported that the patient believed her spinal cord stimulator (scs) had been recalled and ¿if it was recalled, it needs to come out.¿ her healthcare provider (hcp) was the one who told her that the scs was recalled and told her that ¿if it got hot or bothered me to call him and let him know.¿ the hcp also told her that it could get hot and burn someone. The patient did not know a title or reference information for a specific field action. The patient was concerns her hcp would stop her oral medication. Her hcp had her ¿trapped¿ with these devices in her and if he got angry then she would not get her oral medications. She wanted her scs battery out. She was in a lot of pain and where the wires went up the middle of her back, she was having ¿like pinched nerves you know off and on all the time like it¿s moving or something. I¿m not really sure what¿s going on with it but it¿s not right.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).